Manufacturer narrative:
Batch review performed on 20 february 2017. Lot 152260: (B)(4) items manufactured and released on 02 november 2015. Expiration date: 2020-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon performed an I&d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.